Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Plunger assembly tamper seal was removed/broken. The front corners of top case were chipped out and cracked. Error history log found force sensor bridge test. Power up check and test force sensor was performed; however, the reported issue could not be duplicated and all force reading within required specifications. A device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 5 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported problem: replaced force sensor for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that force sensor bridge error occurred. No patient injury was reported.